Event description:
Inserted powerpicc with no issue until the PICC was 3/4 of the way inserted. At that point, rn could not advance any farther. Sherlock tls showed no malposition or improper direction. The rn withdrew the PICC, to find the catheter tied in a know at the tip.

Manufacturer narrative:
The complaint of a knot in the catheter is confirmed. According to the notes the catheter was 3/4 of the way inserted. At that point the catheter could not be advanced any further. The rn then withdrew the PICC, to find the catheter tied in a knot at its tip. It appears within the central venous system the catheter looped over itself, the tight nature of the knot that was returned suggests the knot had tightened when tension was applied to the external length of the catheter during its removal. At this time the exact mechanism of damage is undetermined at this time. A lot history review (lhr) is not possible, as no mfg lot number info has been provided by the complainant.